Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction - break in tubing, no infection.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. Examination and testing of the returned components revealed a separation in the serialized exhaust tube of the pump near the strain relief. Testing revealed this to be a site of leakage. The separation appeared rough and irregular, indicating sufficient stress(s) were exerted to separate the site. A separation was noted in the inlet tube of the pump near the strain relief. Testing revealed this to be a site of leakage. The separation appeared rough and irregular, indicating sufficient stress(s) were exerted to separate the site. Partial separations within abrasion were noted on the non-serialized exhaust tube of the pump. Testing revealed these not to be sites of leakage. A separation was noted in the bladder of cylinder 1. Testing revealed this to be a site of leakage. The separation appeared smooth and straight, indicating contact with sharp instrumentation. A separation was noted in the bladder of cylinder 2. Testing revealed this to be a site of leakage. The separation appeared smooth and straight, indicating contact with sharp instrumentation. No visual or functional abnormalities were noted with the connector / detached tubing. Based on previous quality simulations, the examination of the returned product and the reported information, quality concluded that the rough and irregular surfaces associated with the separations in the serialized exhaust tube of the pump and the inlet tube of the pump indicate that sufficient stress(s) was exerted to separate the sites while in-vivo. Separations of this type could then allow the loss of fluid, making the device inoperable. Because the information received did not indicate where the failure occurred, quality cannot determine if the separation in the serialized exhaust tube of the pump or the separation in the inlet tube of the pump occurred first. Both sites were determined to be the cause for failure. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the bladder of cylinder 1 and 2 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, quality concluded that the separations most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 1654022. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.